Event description:
When attempting to use the monitor, the user found that it would not power up. There was no harm done to any pt. Tests disclosed that the 14.5 year old batteries were of such low capacity that they were loading down the power supply to the point where the unit would not operate. This behavior is expected from such old batteries. The event is not occurring more frequently or with greater severity than is usual for the device.